Manufacturer narrative:
(B)(4). A visual examination of the returned capio¿ slim revealed that the carrier was broken and its broken section was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a sacrospinous ligament fixation procedure performed on an unknown date. According to the complainant, during preparation, the carrier was unable to extend. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the carrier was broken and its broken section was missing. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. It is unknown whether the broken section of the carrier fell into the patient, and, if so, if/how it was retrieved. Should additional relevant details become available, a supplemental report will be submitted.